Event description:
A report was received on 2/6/2002 from a doctor regarding a patient who had a right eye memorylens implant in 2000, which lens has opacified. The patient's visual acuity is 20/50. The doctor was planning on explanting the lens and replacing same.